Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by fidia pharma USA, inc. As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report even on behalf of fidia pharma USA inc. (The importer). The present MDR report satisfies the reporting obligations for both companies. The case came from an (B)(6) consumer through email. The consumer after the use of the product hymovis had:injection site joint pain, injection site joint swelling, injection site joint effusion and injection site joint movement impairment. He went to the emergency room for being treated with arthrocentesis but he was not hospitalized. The results on the synovial fluid are not available. The case has been deemed by the company as serious due to a medical important event and expected. The causality relationship has been deemed as probable. No new signal alert has been detected. The case will be updated once the quality investigation on the batch number is available. Device was not available.

Event description:
This is a spontaneous report from a consumer, first received through an email to fidia's address and then through a call performed to the consumer reporter. The interlocutor authorized personal data processing. A (B)(6)-year-old male patient received his first injection of hymovis 24 mg/3ml gel for injection (hyaluronate sodium hexadecylamide; batch n°: a18020; expiry date: 28-jun-2020), in the left knee, by intra-articular route, on (B)(6) 2018, for a meniscal micro lesion. There was no adverse event. On (B)(6) 2018, the physician performed the second intra-articular injection of hymovis in the same knee. After two days, the patient experienced injection site joint pain, injection site joint swelling, injection site joint effusion and injection site joint movement impairment. Signs and symptoms were improving, but the patient will be examined by his physician to verify the presence of other fluid in the joint.

Manufacturer narrative:
Exemption number e2011017. On 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by fidia pharma USA, inc. As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report even on behalf of fidia pharma USA inc. (The importer). The present MDR report satisfies the reporting obligations for both companies. The case came from an italian consumer through email. The consumer after the use of the product hymovis had:injection site joint pain, injection site joint swelling, injection site joint effusion and injection site joint movement impairment. He went to the emergency room for being treated with arthrocentesis but he was not hospitalized. The results on the sinovial fluid are not available. The case has been deemed by the company as serious due to a medical important event and expected. The causality relationship has been deemed as probable. No new signal alert has been detected. The case will be updated once the quality investigation on the batch number is available. Follow-up information: this fu case came from an italian consumer through email. The consumer has been also contacted by phone. The patient confirms that the symptomatology is not completely resolved, the injection site joint swelling and effusion were resolved. The pain is persistent so his movement is limited and supported by a crutch. The fidia's quality assurance department carries out the evaluation on documentation of production and of quality control analysis; no anomaly was found. The manufacturer, following the documentary quality check, can rule out any anomalies of the product. So, the adverse reactions could be due to an individual hypersensitivity to some ingredients or to the injection site technique used by the orthopedic physician. Device was not available.

Event description:
This is a spontaneous report from a consumer, first received through an email to fidia's address and then through a call performed to the consumer reporter. The interlocutor authorized personal data processing. A 41-year-old male patient received his first injection of hymovis 24 mg/3ml gel for injection (hyaluronate sodium hexadecylamide; batch n°: a18020; expiry date: 28-jun-2020), in the left knee, by intra-articular route, on (B)(6) 2018, for a meniscal micro lesion. There was no adverse event. On (B)(6) -2018, the physician performed the second intra-articular injection of hymovis in the same knee. After two days, the patient experienced injection site joint pain, injection site joint swelling, injection site joint effusion and injection site joint movement impairment. Signs and symptoms were improving, but the patient will be examined by his physician to verify the presence of other fluid in the joint. Follow-up information: after about 20 days the patient wrote an email to the company . The verbatim text of the email is the following: "after 20 days from the previous my e-mail, I confirm to experiencing on main problems after the hymovis treatment: actually, I'm suffering of movement limitation and I have to use a crutch. I would like to know if my problems depends on to the hymovis or to the injection site tecnique using by the orthopedic physician." On (B)(6) 2018 the patient has been contacted by phone. The clinical symptomatology is improving but it is not completely resolved.the injection site joint swelling and effusion are resolved, while the injection site joint pain and the injection site joint movement impairment are still present.